Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that bottle 1 (formalin) was not in contact with the corresponding sensor for approximately 17 seconds at 12:21pm on (B)(6) 2019, which is not sufficient time to replace the reagent. A user manually set the concentration to 100% at 12:21pm on (B)(6) 2019. Although the user affirmed in the instrument software that the reagent concentration in bottles 1 (formalin), was to be set to the default value of 100% at 12:21pm on (B)(6) 2019, the actual concentration of the reagent in bottle 1 (formalin) remains unchanged at 92.4% because bottle had been removed from the instrument for sufficient time to replace the reagent. The minimum recommended reagent concentration required for formalin is 98%. It is not possible to determine the impact of tissue samples having used formalin at a concentration less than the minimum recommended for the fixation step of the protocol. The reagent in bottle 1 (formalin) was used for the second time in the fixation step of the "factory 2hr xylene standard" protocol started in retort b at 21:35pm on (B)(6) 2019. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "factory 2hr xylene standard" protocol comprising 151 cassettes, which started in retort b at 21:35pm on (B)(6) 2019 and completed at 23:00pm on (B)(6) 2019; and the "6 hour overnight" protocol comprising 170 cassettes, which started in retort a at 21:47pm on (B)(6) 2019 and completed at 03:30am on (B)(6) 2019. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort b at 21:35pm on (B)(6) 2019; and the "6 hour overnight" protocol started in retort a at 21:47pm on (B)(6) 2019, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available. A contributing factor may have been a use error which occurred at 12:21pm on (B)(6) 2019. Specifically, manual replacement of the reagent in bottle 1 (formalin) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The reagent in bottle 1 (formalin) was used for the second time in the fixation step of the "factory 2hr xylene standard" protocol started in retort b at 21:35pm on (B)(6) 2019. The root cause of the "greasy blue precipitate" was found in all reagent bottles designated for xylene could not be determined form the information available. The root cause of the drop in reagent concentration is likely to be the result of sub-optimal manual reagent management overlapping the instrument's own reagent management algorithms (e.g. Stations properties being reset - that is number of cassettes and cycles reset - but concentration manually confirmed to have not been changed).

Event description:
On (B)(6) 2019, leica biosystems received a complaint received a complaint that "tissue appears underprocessed, poor nuclear detail, smudged" following processing. The complainant advised that "greasy blue precipitate" was found in all reagent bottles designated for xylene; the reagent in bottles 1 (formalin); and 2 (formalin) was replaced on (B)(6) 2019; and on (B)(6) 2019 after observing the concentration dropped to 96% following completion of two (2) processing runs; the reagent change threshold for formalin has been changed to 98%; the reagent concentration for xylene has dropped from 100% to 78% following completion of two (2) processing runs with 358 cassettes; and anther reagent bottle designated for xylene was at a concentration of 97% after completion of eight (8) processing runs with 839 cassettes processed. On (B)(4) 2019, a leica applications specialist visited the customer site in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The leica applications specialist documented the following information: "technician went to change the lowest conc. Alcohol and put in 100% but was distracted and changed the bottle in the software but did not actually replace the reagent with pure ethanol. This caused the instrument to use the bottle with the incorrect alcohol concentration last before moving on to xylene. Because of this, the tissue wasn't adequately dehydrated prior to clearing and also contaminated the xylene with water. This resulted in underprocessed tissue. Technician also appears to have abandoned a cleaning protocol before it ran to completion and then loaded another run on that same retort before the cleaning ethanol could evaporate. This resulted in a formalin bottle coming into contact with ethanol and degrading the quality of formalin prematurely." On (B)(4) 2019, leica biosystems received the following information from the laboratory: "we ended up having one case, a bladder, transurethral resection that was non-diagnostic and re-biopsy was recommended". On (B)(4) 2019, leica biosystems was advised that the un-diagnosable case is from a (B)(6) years old male. The specimen was 4 x 1 x 1 mm in size. Attempts to reprocess the tissue were unsuccessful.